Manufacturer narrative:
This report is being supplemented to correct the device product code in d2.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The reported event could not be confirmed as the suction channel was inspected and no foreign object, debris or damage was noted. There was also no foreign object or debris noted in the instrument channel. However, the instrument channel was inspected and excessive scratches and peeling along the channel wall were found at the biopsy port, bending section, and distal end areas. The scope passed the leak test. The scope was repaired and returned to the user facility. In addition, a review of the scope¿s instrument history records showed the scope was purchased on february 13, 2018 and was last serviced on october 30, 2018. The scratches and peeling on the channel wall are most likely attributed to unintended operational error from force applied when inserting or withdrawing an endotherapy accessory. The instruction manual provides warning and caution which states to confirm that the endotherapy accessory¿s distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. In addition, chapter 3 of the instruction manual states, ¿before each case, prepare and inspect this endoscope as instructed below¿. On the inspection of the instrument channel section, page 59, the instruction manual states, ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ to mitigate the risk of user infection the IFU provides warning which states, ¿the instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Event description:
Olympus was informed that the scope was used in two separate procedures and in the first procedure it was reported that an unspecified staple was suctioned but became stuck inside the scope. The scope was then reprocessed but the reported staple was not found. In a second (egd) procedure, the staple presented itself as the staple fell out of the scope and into the patient¿s duodenum. The staple was reportedly retrieved from the patient using non-olympus biopsy forceps.. The intended procedure was completed using another gif-h190 scope. There was no patient injury reported. The user facility also reported the previous patient had no known infectious disease. The patient in the second procedure was tested and results were negative. The make and model of the staple is unknown. There were no missing components from the scope. It is unknown if the user inserted an endotherapy device prior to procedure.